Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery, the handpiece stopped working while sawing. Even after having changed the housing and battery, it didn't work. However, housing and battery worked successfully with another machine. To complete surgery, product was replaced with same product.